Event description:
Allegedly, the handle of the driver for the phalinx 10* angled implant was labeled backwards. The "dorsal" was actually on the "plantar" side. Further reviewing the set, it was found that the xs angled handle was also labeled incorrectly. The surgery was prolonged because the handle was mislabeled. It was not noticed that the implant was implanted incorrectly until taking an x-ray. Once it was realized that the implant was implanted upside down, the driver handle was reinserted onto the implant and proceeded to turn it an another 180 degrees. Therefore, the implant became seeded in the correct manner.

Manufacturer narrative:
Investigation not complete. Product has been returned. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2015-00004.